Manufacturer narrative:
D.2b medical device type: one additional code applies; fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, blood spurts out when the unit is activated and the needle is withdrawn on 200 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-oct-2025. Investigation summary : bd received one unused sample for the investigation. The returned sample was investigated, and no blunt cannula was identified. Additionally, the sample then was functionally tested, and then retracted, no splatter occurred. A total of 10 retained samples were visually inspected, and no blunt cannulas were found. Additionally, 10 retained samples underwent functional testing with no splatter occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: blunt needle and splatter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, blood spurts out when the unit is activated and the needle is withdrawn on 200 units. No adverse impact was reported regarding the patient or user.